Event description:
It was reported that during a laparoscopic assisted distal gastrectomy, the device did not function from the 1st firing. Even though the device had not been fired, the orange indicator was shown. The indicator showed red. There was an unexpected resistance in grasping the trigger. The device was not used inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The el5ml device was returned for analysis with the wheel indicator showing up two thirds of the orange section. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed thirteen clips as intended; however the last clip could not be fed after several actuations of the trigger and the lockout mechanism could not be tested; in addition the orange indicator was found overtraveled. In order to evaluate the condition of the internal components the device was disassembled and no anomalies were found. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.